Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 couldn't be deployed. Surgery was resumed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. A functional evaluation of the returned device finds it cycles as designed. The three provided intraoperative photos were reviewed. One of three photos appears to show the tip of the insertion device with the needle and suture attached. The two additional photos appear to show an arthroscopic view (inside surgical wound) with the device and suture present and still attached to the needle. Patient impact beyond the reported is not anticipated. Therefore, no further clinical/medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include contact with another source or stress on the needle. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.